Event description:
The pt experienced endophthalmitis one day postoperative. A culture was taken from the pt and it returned positive for pseudomonas aeruginosa (pseudomonas aeruginosa is commonly found in soil and water). Co was informed on 8-18-98, that the pt's eye was enucleated. During follow-up to obtain the exact date of the eunucleation, co was informed that on 8-4-98, the pt had an evisceration (removal of an eye ball's contents, leaving scleral shell and sometimes the cornea intact) and not an enucleation; however, they are similar procedures. The cause of the endophthalmitis is still considered to be unk.